Event description:
It was reported that on (B)(6) 2021, the patient underwent removal surgery of the lcp straight wrist plate. There was no allegation against the implant. It was stated this was a standard removal and the patient was experiencing crepitus. The date of the original implant surgery is unknown. There is no further information available. This report is for one (1) 2.4mm lcp straight wrist plate 170mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.